Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test and self test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 15 noted during testing. Pump was monitor. No unexpected pump error 15 noted after battery insertion. Unit received with cracked retainer, minor scratched display window, missing serial number label and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.